Event description:
It was reported that the lead screw rotated, but the driver nut does not move and the insulin did not exit.

Manufacturer narrative:
Device was received with missing e-clip on driver block, which prevented further testing.